Event description:
A nurse reported that an intraocular lens (iol) was noted to be cloudy after implantation. The iol was replaced during the same procedure. The incision was widened to facilitate removal.